Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. The customers blood glucose level was 547 mg/dl. Customer administrated a manual correction injection to address bg. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.